Manufacturer narrative:
(B)(4).

Event description:
Prior to use during inflation testing the cuff was difficult to inflate and deflate. There was no patient involvement.

Manufacturer narrative:
Covidien/medtronic reference number : (B)(4). The confirmed issue s a known issue and has been investigated under corrective and preventative actions. Complaint trends will continue to be monitored.